Event description:
It was initially reported by the company representative that she was having problems upgrading the software on a physician's handheld device. A hard reset was attempted and the screen froze. Additional troubleshooting was performed that did not resolve the screen freeze. The handheld and both versions of software were returned to the manufacturer for evaluation. No anomalies associated with either flashcard software version or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis it was identified that the handheld could not complete a hard reset. The cause for this issue is associated with a loose/disconnected cable that made the contacts button unresponsive. Once the cable was reseated to the main board, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.